Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that on multiple occasions, the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted 45% to 5% within 1 minute on (B)(6) 2017. In addition, the pump battery was observed to have depleted from 70% to 45% within 3 hours on (B)(6) 2017. There was no impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was unable to be confirmed due to a different issue identified (usb pin damaged).